Manufacturer narrative:
The technician found the head section gas spring were worn out and not working. He replaced the head section gas springs to repair the stretcher.

Event description:
Info received indicates the head section of the stretcher will not lower.